Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an out of insulin alarm occurred; however, 30-35 units of insulin were left in the cartridge. Customer changed the cartridge. There was no reported impact to customer's blood glucose. Although multiple attempts were made by tandem technical support to have customer upload pump data, customer did not reply.